Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument exhibited non-intuitive movement. The procedure was completed with no reported injury. Intuitive followed up with the initial reporter and obtained the following additional information. The issue occurred with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer while the surgeon was attempting to manipulate instruments from the surgeon console. The maryland bipolar forceps did not move in the intended direction since the movement was greater than the surgeon's movement and not exactly in the same direction. There was no shakiness and/or friction observed. The issue was persistent. They changed the instrument to solve the issue. No images were available for review.